Event description:
It was reported that the cartridge was damaged at the tubing. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy following the issue.